Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not received.

Event description:
It was reported that the catheter was allegedly blocked. The female patient felt pain and wanted to urinate but couldn't. The female patient felt their bladder was full so they took the catheter out and 1000ml of urine came out. The catheter was flushed without success. This event happened more than once this summer but they just reported this one.